Event description:
It was reported that a peritoneal dialysis (pd) patient (pt), who performs pd therapy with a homechoice (hc) device, was hospitalized due to patient fluid overload. At the time of this report, the pt remained hospitalized. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Method. The device was returned to baxter and an event history log review, device evaluation, service history review, and device history record review were performed as part of the complaint investigation. Review of the device logs did not confirm the reported issue of patient fluid overload (increased intra-peritoneal volume ¿ iipv event). Review of device history record and service history revealed no failures/problems that were related to the reported issue. The device was evaluated and the device passed both the homechoice return instrument test/evaluation (rite) electrical test and the rite functional test. The device passed an internal and external inspection. The pneumatic system was checked and found to be working to specifications. A short simulated therapy was successfully completed. No failure or malfunction was identified with the device that could have caused or contributed to the reported issue of patient fluid overload. The cause is undetermined. Should additional relevant information become available, a follow-up will be submitted.